Event description:
The customer reported through email to customer service that her power adapter for her pump in style breast pump broke open when she was unplugging it indicating a breach, which is a safety risk.

Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information are ongoing. The lot code at this time is unknown. Rev l and m - this issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Rev n - the cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir 13-0154. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.